Event description:
The dealer states that the facility (group home) alleges that the patient wasn't in the chair when the aide hit the wall with the chair and broke the front riggings and put a small hole in the wall. The dealer has no additional information.

Manufacturer narrative:
Follow up to be sent if additional information is received.